Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair e-series surgical lighting system and found that two lightheads had chipped paint which is indicative of facility personnel bumping the lighthead into other pieces of equipment. The harmonyair e-series surgical light operator manual states (1-4), "caution - possible equipment damage: do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician made the necessary repairs, tested the lighting system, confirmed it to be operating according to specification and returned it to service. A steris account manager offered in-service training on the proper use and operation of the lighting system including the importance of not bumping lightheads into other equipment or walls however, steris is awaiting the user facility's response. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, paint chips fell from their harmonyair e-series surgical lighting system contacting the patient. The paint chips were removed resulting in a procedure delay. The sterile field was reestablished, and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the lighting system including the importance of not bumping lightheads into other equipment or walls; however, the user facility declined. No additional issues have been reported.